Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level 23 mmol/l. It was unknown if insulin pump was on auto mode. Insulin pump had sensor failed error. Customer declined troubleshooting for high blood glucose. Customer performed test on transmitter which was passed. Device will not be returned for analysis.